Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set had a bent cannula in the morning. Blood glucose was adversely affected and reported at 350mg/dl. The patient's mother assisted with a site change to address the high blood glucose. No permanent injury was reported.